Event description:
On (B)(6) 2025, a patient underwent a hickman line placement procedure, for an unknown medical condition. On (B)(6) 2025, it was reported that a leak was observed from the white lumen of a hickman line during routine use. Upon inspection, it was further reported that a tear was identified at the distal end of the white lumen. The hickman line remains indwelling, and the issue was isolated to the white lumen. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H.11.: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture and fluid leak issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a hickman line placement procedure for an unknown medical condition. Post the procedure on (B)(6) 2025, it was reported that a leak was observed from the white lumen of a hickman line during routine use. Upon inspection, it was further reported that a tear was identified at the distal end of the white lumen. Furthermore, the hickman line remains indwelling, and the issue was isolated to the white lumen. The device was removed from the patient. There was no reported patient injury.